Event description:
Customer reported false negatives of inoculated culture media while using a bactec instrument. Two culture vials were inoculated and reported as false negatives for the same specimen; this device (bactec plus aerobic/f culture vial) and a bactec lytic/anaerobic/f culture vial, catalog #442265, lot# 9322701. The mfg date for the lytic vial was 11/20/1999 and the expiration date is 09/01/2000. Vials were subcultured and identified as group b streptococci. The pt later died from the effects of meningitis.